Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self-test performed on (B)(6) 2023 on a nasal swab. As per consumer initial testing was performed by a doctor on a unknown platform and generated a positive result. The consumer stated she was symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 221443 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/lot 221443 and test base part number 195-430h/lot 209994. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 221443 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. H3 other text: single use; device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self-test performed on (B)(6) 2023 on a nasal swab. As per consumer initial testing was performed by a doctor on a unknow platform and generated a positive result. The consumer stated she was symptomatic. No additional patient information, including treatment and outcome, was provided.